Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log file confirmed a complete loss of power to the controller resulting in a pump stoppage and clock reset; however, a specific cause for this event could not conclusively be determined through this evaluation. According to the account, the patient completely disconnected from the batteries when switching to pbu. Review of the submitted log file showed normal pump operation from timestamp day 108, hour 18, minute 39 through day 129, hour 1, minute 4 at which time a power cable disconnect alarm was recorded followed by a complete loss of external power, resulting in a pump stop. When power was restored, the log file showed a clock reset, as well as active low speed and low flow hazard alarms. The next event revealed a transient elevation in power captured during a pi event as the pump regained speed following the reconnection of external power. Additionally, transient elevations up to 9.8 watts were recorded prior to the pump stop. The pump speed remained above the low-speed limit for the remainder of the log file, and the pump appeared to operate as intended. The patient ultimately expired on 06mar2021 and heartmate ii lvas, serial number (B)(6) , was not returned for evaluation (reference manufacturer's report number: 2916596-2021-01453). The heartmate ii (hmii) left ventricular assist device (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 addresses all pump parameters including pump speed, power, flow, and pulsatility index (pi). In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Section 4 explains that if the system detects a pi event, the pump speed will automatically reduce to the low speed limit and slowly ramp back up to the fixed speed setpoint. Pi events are assumed by the system during cases where there is a sudden and substantial change in pi. Some reasons for pi changes include sudden changes in the patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. This IFU also warns that at least one system controller power cable must be connected to a power source (power module or two heartmate 14v lithium-ion batteries) at all times. Section 3 provides instructions for exchanging power sources under ¿switching power sources¿. The heartmate ii lvas patient handbook, rev. C, is also currently available. This document contains information regarding all system controller alarms and the proper actions associated with them. The handbook also warns that the pump will stop if the system controller is disconnected from power. If system controller is disconnected from power, reconnect it right away. Instructions for exchanging power sources and the system controller are also listed in the patient handbook and warn that at least one system controller power lead must be connected to a power source at all times. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 22may2013. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient reportedly passed away shortly after this event. The patient's death is covered under manufacturer report number 2916596-2021-01453.

Event description:
Reference manufacturer report number: 2916596-2021-01055. It was reported that the patient was disconnected from power and had a syncopal episode. The customer was concerned about a possible short to shield. Technical services reviewed the log file and observed a pump stop that was caused by total loss of power to the controller. The loss of power to the controller also caused the controller's clock to reset to the default time stamp of day 0 hour 0 minute 0. The patient was admitted on (B)(6) 2021 and was stable.